Manufacturer narrative:
The company service representative examined the system and checked priming function, calibration of the vitrectomy module, and the footswitch operation, all functioned as intended. The system was checked and the whole system was working as intended. The company service representative spoke to the scrub nurse and found the customer was using 23 gauge probes but the surgeon¿s settings were set to 20 gauge probes and the setting was not changed during surgery. The system was then tested and met all product specifications. The company sales representative was contacted to adjust the settings correctly. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a an surgical procedure the ophthalmic operating console presented a vitrectomy issue. The procedure was completed using an alternate system with no ham to the patient. Additional information was requested and received.